Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no impact to the customer's blood glucose level. As these alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of these alarms.

Manufacturer narrative:
"Other serious" box was inadvertently checked on the initial report.